Event description:
Cook (B)(4) reported for the customer, "(B)(6) 2012, the port as placed. (B)(6) 2012, the patient could not confirm the port when she attempted to inject a drug by herself. On (B)(6) 2012, the patient noticed symptoms and visited the physician. On (B)(6) 2012, the physician confirmed the catheter became separated from the port and moved to the right atrium. The catheter was percutaneously removed from the patient. The port will be removed later. The patient's condition is stable so far." The patient's condition is stable so far.

Manufacturer narrative:
Additional information: engineering reported, "a mini port, catheter lock and silicone catheter (46 cm) were returned for evaluation. The lock and outlet tube were dimensionally characterized and found to be within manufacturing specifications. No sutures holes had been used to anchor the port. Visual inspection of the catheter did not reveal any bruising or other indications of a proper connection. Slight burnishing on the outside of the catheter coincided with the location of the locking sleeve if the catheter if the catheter had been advanced up to, but not over th ring of the outlet tube." Engineering stated, "the catheter was not advanced over the ring of the outlet tube before the catheter lock was advanced. It is suggested that the user review the figures and "system assembly" found in the included "suggested instructions for use". Engineering stated, "none. No non-conformances were found." (B)(4).